Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was not confirmed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent revision surgery due to anchor migration. It was also reported by the hcp that there was nothing wrong with the device. No other patient harm was reported.